Manufacturer narrative:
Concomitant medical products: pca syringe; pca tubing; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving pca fentanyl at 1ml per hr. With normal saline at 100ml per hr. And noticed the extension set was leaking. No ''potential" harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report that the extension set was leaking was confirmed. Visual inspection showed a crack in the female luer approximately .375¿ in length. Due to the female luer leaking no further testing could be completed. The cause of the extension set leaking was identified as a crack in the proximal female luer. The cause of the crack is unknown.